Event description:
New information received notes that insulation damage was noted on patient's right ventricular lead. Loss of sensing was also noted on the lead. The lead was explanted and replaced. The patient was stable after the procedure.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, pacing inhibition and noise oversensing were observed on the right ventricular (rv) lead. Programming changes were made. Lead revision was mentioned. The patient was stable and will continue to be monitored.